Event description:
Tha full construct accolade tmzf mitch revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: mitch head. Cat# unknown; lot# unknown; manufacturer: depuy. Mitch cup; cat# unknown; lot# unknown; manufacturer: depuy.

Manufacturer narrative:
An event regarding disassociation and wear involving an unknown accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: there was a head trunnion disassociation with severe trunnion wear. Event confirmation: the event was confirmed. Root cause: the root cause of the trunnion wear cannot be determined. The root cause of the revision was disassociation of the head from the stem and severe trunnion wear. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: there was a head trunnion disassociation with severe trunnion wear. Event confirmation: the event was confirmed. Root cause: the root cause of the trunnion wear cannot be determined. The root cause of the revision was disassociation of the head from the stem and severe trunnion wear. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tha full construct accolade tmzf mitch revised. Update: the reason for revision was instability, surgeon mentioned x-ray indicated possible trunnion damaged.